Event description:
Caller states that when they turned off the svc there has been an increase in rv defib impedance since then and she is wondering if that is expected. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).